Event description:
It was reported that a female who underwent an unspecified breast surgery with a mentor cpx 4 breast tissue expander, 450cc saline prosthesis experienced unknown- sided "insufficient information" postoperative. Mentor received no information regarding this case per this report. At the time of this report, mentor has received no information regarding explantation or an expected explanation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on october 23, 2024: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the ce med height te 450cc tissue expander. Leak testing was performed, in accordance with mentor procedures, and two tears were noted between the bladder and shell at the 1 o'clock position both tears. Microscopic examination was performed and the cause of both tears could not be identified. Based on the information currently available, a notification was sent to mentor's manufacturing team for further investigation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's related to the issue reported were identified. According to the manufacturing investigation and after a review of the process controls and data records for the deflated tissue expander, the issue cannot be confirmed as a manufacturing defect. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on aug 12, 2024, stated that during exchange to implant the expander looked failed at the side junction of the implant and saline would squirt through numerous holes. As a result, patient underwent replacements with unspecified implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Updated device evaluation completed on november 28, 2024: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the ce med height te 450cc tissue expander. Leak testing was performed, in accordance with mentor procedures, and two tears were noted between the bladder and shell at the 1 o'clock position both tears. Microscopic examination was performed and the cause of both tears could not be identified. Based on the information currently available, a notification was sent to mentor's manufacturing team for further investigation. According to the manufacturing investigation and after a review of the process controls and data records for the deflated tissue expander, the issue cannot be confirmed as a manufacturing defect. The evaluation determined that the possible cause of the deflation was the trauma experienced. Deflation can occur at any time after implantation, but it is more likely to occur the longer the tissue expander is implanted. Trauma is a known inherent risk of saline-filled tissue expanders. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on august 20, 2024 indicated that date of implant was on (B)(6) 2023, suspect device identity: ref 354-8223 and lot 9821840, the right side was deflated, exchange brought forward due to rupture after trauma to right chest wall. Date of explantation was on (B)(6) 2024. H6 health effect - clinical code e2402: chest injury the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).